Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 22:35:52 on (B)(6) 2025. At 18:09:27 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 150 bpm with motion artifact. At 18:10:37, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was asystole with nsvt. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:11:05, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm was idioventricular rhythm @ 70 bpm degrading to asystole with CPR/motion artifact/intermittent cardiac activity. The electrode belt was disconnected at 18:11:23 on (B)(6) 2025.